Manufacturer narrative:
Device has been evaluated but will not be repaired due to ventilator being replaced by sales representative.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance.